Manufacturer narrative:
Further information was requested but not received. As received, a complete lead was returned in one piece. Analysis was completed. No lead anomalies were detected.

Event description:
Related manufacturer reference number: 2017865-2021-36391, 2017865-2021-36394. It was reported the patient presented in clinic due to an infection and erosion. The patient's pacemaker, atrial lead, and right ventricular lead were explanted without issue. The patient's condition was unknown.